Event description:
The MFR's rep reported that at pump replacement, the pump was not primed on the back table prior to connection to the catheter. The catheter volume was not aspirated. The catheter length was unk. The pt had been receiving baclofen 2000 mcg/ml at 285 mcg/day via the pump. The hcp decided to increase the pt's oral medications for the time period the pt would not be receiving drug. The pt experienced itching, spasticity, and scissoring gait. The hcp treated the pt with a 100 mcg bolus of baclofen. The pt recovered without sequela.

Manufacturer narrative:
.